Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1: date of submission 09/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: a review of the black box revealed no evidence of a load step malfunction. A rewind, load and prime sequence were successfully performed with no issues. The pump was able to detect the correct force. The reported issue was unable to be duplicated during investigation.